Event description:
While using a byte day aligners, patient reported that their left big tooth is chipping. Requested additional information, photo of concern area and provided information on chipping during treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.